Event description:
On 5/7/1999, the MFR was contacted for assistance concerning a pt who was experiencing recurring thromboemboli and reduced flows. The MFR discussed possible causes with the transplant coordinator.